Event description:
It was reported that during da vinci-assisted unilateral inguinal hernia surgical procedure, the site contacted intuitive technical support engineer (tse) to report fault 32097. Prior to calling site power cycled system with no change. Error 32097 was observed in logs on universal surgical manipulator (usm) 2. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm was tested on an in-house system and failed in normal mode with error 32097. The usm was also tested on a patient fixture test platform (pftp) and fiber test failed pointing to the parallelogram, rolling loop and clock spring. Once testing was completed, the parallelogram assy, rolling loop assy and clock spring assy were aba tested, and it was verified to be the source of the fault. No issue found during visual inspection. The root cause is attributed to parallelogram assy, clock spring assy and rolling loop assy.